Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissor (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have one of the blades broken. One of the blades was broken at the blade tip. The broken pieces were not returned. No signs of charring or thermal damage was observed at the location of the breakage. The root cause of broken instrument blades is attributed to mishandling/misuse. A review of the instrument log for the mcs instrument (part# 470179-19/lot# n11210621-0010) associated with this event has been performed. Per logs, the mcs instrument was last used on (B)(6) 2022 on system (B)(4) for a prostatectomy - radical w/ lymphadenectomy procedure. The alleged event occurred on the 6th use of the instrument. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. No photo or video was provided by the site for review. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed that a fragment had detached/broken off from a portion of the device that enters the patient and was returned. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported that during central processing a da vinci-assisted radical prostatectomy with lymphadenectomy, the tip of the scissors branch of the monopolar curved scissors instrument had broken off. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that the damage was noted during central processing and no fragments fell into a patient.